Manufacturer narrative:
PMA/510k: this report is for an unknown nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: martin, c.w. And agarwal, a. (2020), malunions of the proximal femur, malunions, vol. Xx (xx), pages 215¿260 (USA). The aim of this study is to present treatment options for malunion of the proximal femur. The following complications were reported as follows: a (B)(6) female patient who was treated with a closed reduction using a femoral neck system (depuy synthes, johnson & johnson, new brunswick, nj, USA). One month postoperatively, the patient had loss of fixation and cutout for which she underwent a total hip arthroplasty with a diaphyseal fitting femoral stem. This report is for an unknown synthes femoral neck system plate, unknown synthes fns antirotation, unknown synthes fns bolt, and unknown synthes locking screws. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk - nail head elements: fns bolt. This is report 3 of 4 for (B)(4).